Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's blood glucose was 417 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother performed plunger push and there was normal resistance. The customer's mother stated that the insulin pump did alarm no delivery during fixed prime. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.